Event description:
Customer reported experiencing issues when loading a cartridge into a pump, where the pump prompted for another cartridge to be inserted by displaying a red "x". There was no additional information on whether there was any adverse impact on the customer¿s blood glucose level. Due to a lack of response from the customer, technical support was unable to gather further information or take corrective actions.